Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior fusion at c3-c4 using rhbmp-2/acs combined with structural allograft. Following the surgery, the patient developed increasing right arm weakness and right hand weakness. Consequently, the patient underwent additional imaging. A MRI dated (B)(6) 2012 demonstrated that the patient had developed right facet arthritis from c7-t2 with right foraminal narrowing and spinal stenosis from c7-t2. The patient has never recovered from her surgeries, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.